Manufacturer narrative:
The field service representative (fsr) inspected the analyzer and determined the alinity ci level sensor was the likely cause of the issue. The fsr replaced the alinity ci level sensor which resolved the issue. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends to the alinity system, the likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) was identified.

Event description:
The customer observed false nonreactive alinity I hiv ag/ab combo result on a 60-year-old male patient with a history of confirmed positive hiv. The same sample generated reactive results on another alinity instrument. The following data was provided: on (B)(6) 2023, sid (B)(6) ran on (B)(4) result = 0.04 s/co (nonreactive). On (B)(6) 2023, sid (B)(6) ran on (B)(4) result = 344.64 s/co (reactive). On (B)(6) 2023, sid (B)(6) repeated on (B)(4) results = 361.16, 359.60 s/co (both reactive). Other results provided: havab-igg = 10.34 s/co (reactive); anti-hbc = 3.61 (reactive); anti-hcvii = 0.10 s/co (nonreactive); hbsag qual = 0.38 s/co (nonreactive); antihbsdil = 46.04 miu/ml. On (B)(6) 2023, the customer provided additional information on this patient. The patient was diagnosed as hiv-1 positive at another hospital in (B)(6) 2022 and had been receiving antiretroviral therapy since then. The customer performed additional testing on the patient and provided the following data: vidas hiv duo ultra = positive (hiv antibody positive; hiv antigen negative). Confirmatory testing genius hiv 1/2 = hiv-1 positive. Hiv rna was not conducted. It was noted that around the time the nonreactive alinity I hiv ag/ab combo result was generated, the analyzer reagent screen was blanked out, five other hiv samples went into exceptions and there were two error messages (3424-r2 pipettor aspiration error). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.